Event description:
It was reported that the remote monitor is not responding when the start button is pressed and the clinic is not receiving the remote transmission. Trouble shooting steps were taken with the patient and the monitor was successful in sending the transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, integrated circuit and transistor components were out of specification on the printed circuit board. It was also noted that there was contamination on the power supply.

Event description:
It was further reported that the remote monitor had now been returned.

Event description:
It was reported that the remote monitor is not responding when the start button is pressed and the clinic is not receiving the remote transmission. Trouble shooting steps were taken with the patient and the monitor was successful in sending the transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.